Event description:
The patient reportedly experienced loss of lock. External equipment was exchanged; however, this did not resolve the issue. Surgery to explant the patient's internal device will be scheduled.